Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The analog board was replaced as a precaution. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.